Manufacturer narrative:
Sorin group (B)(4) manufactures the brat processing set. This report is filed on behalf of sorin group (B)(4). During a liver transplant, a brat bowl fractured and spilled blood on the surgeon. The pt was (B)(6) positive. The bowl was contaminated ((B)(6) pt) and was not returned for eval. Sorin group (B)(4) was notified of this problem. Investigation is ongoing. When complete, a follow-up report will be filed.

Event description:
During a liver transplant, a brat bowl fractured and spilled blood on the surgeon. The pt was (B)(6). Blood loss was 250cc. There were no report of pt injury.